Event description:
It was reported that the patient was implanted 1 week ago and felt stimulation surge and stop. The patient wanted to know if the im plantable neurostimulator (ins) was tested before implant. The first 3 days of being implanted the patient took pain medications, then stopped taking those and started taking aleve. By 4 days ago, the patient could feel the stimulation sensation and noticed it was changing. The patient could feel stimulation slowing down, stopping, giving a surge, and starting back up. The patient could feel it going on and off during the evening and the next day they laid still and could feel the changes. The patient¿s health care provider (hcp) and the manufacturer representative had talked it over with the patient and had not chosen to program for cycling. The patient had the device for urgency and interstitial cystitis (ic). The patient¿s symptoms improved at first and they were not going a lot, but by 3 days ago the patient was going more and then more over the past 2 days. The patient had a loss of therapeutic effect. The patient¿s ic contractions started again and they had increased stimulation. The manufacturer representative received a call from the hcp regarding the patient¿s ins randomly turning on and off. The hcp checked history with the clinician programmer and multiple on and off events were recorded. The hcp seemed to think this was a device issue. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s battery was shutting off. The patient had intermittent stimulation and a sudden loss of stimulation. The patient had less than 50 percent therapy relief. The action required as a result of the event was explant and replacement of the ins and lead. Diagnostic testing or troubleshooting of impedance testing and device interrogation with the clinician programmer were performed. It was unknown if the issue was resolved and unknown if the cause of the issue was determined. The ins and lead would be returned. The patient status at the time was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0tnx9, implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).